Event description:
The aneurysm ruptured during the insertion of the first tetris coil. The coil has been withdrawn and the embolization has been completed using gdc coils. No patient sequelae as a result of this event.